Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart alert. Customer's blood glucose level was 112 mg/dl. Customer able to clear the alarm and able to rewind the insulin pump. Customer states alarm occurred shortly after inserting a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and unexpected restart alarm test. No unexpected restart alarm anomalies noted.